Event description:
Boston scientific received information that during a routine follow-up visit for this pacemaker dependent patient, review of an electrogram (egm) revealed possible undersensing of ventricular fibrillation (vf), which subsequently was untreated by the device. The egm was sent to boston scientific technical services (ts) for review. Upon review, ts was unable to determine if this was a true vf that was undersensed or electromagnetic interference (emi) that was oversensed. It was noted that the patient converted to a sinus rhythm after approximately six seconds and all of the right ventricular (rv) lead measurements were within normal limits. Ts suggested expanding the view to determine if this event was true vf or emi and if it was determined to be a true vf, the sensitivity should be reprogrammed. The patient was brought back into the office four days later for an unrelated issue. However, the field representative stated that the clinician opted not to expand the view of the episode and no programming changes to the system were made. No adverse patient effects were reported.

Event description:
Boston scientific received information that an episode of oversensing was stored in the device for this pacemaker dependent patient. An electrogram (egm) strip was sent to boston scientific technical services (ts) for review, however it was unable to be determined if the oversensing was due to ventricular fibrillation (vf) or electromagnetic interference (emi). The field representative noted that the clinic elected not to make any changes to the sensitivity and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.